Event description:
Received info from a physician, through a sanofi sales rep, concerning a pt, who is in an unsponsored study of hyalgan (sodium hyaluronate) for "osteoarthritis of the thumb" and may have experienced a "possible mi." No further info is available at this time. Corrective treatment: not reported.